Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2005, the plaintiff was implanted with an ams perigee prolapse repair system to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney also alleged that the plaintiff suffered "harm including removal of the pelvic mesh products on (B)(6) 2012." The plaintiff's attorney alleged that the plaintiff suffered "severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems," "urinary problems and vaginal scarring/shrinkage," mental pain, physical pain, permanent disability, and other severe adverse health consequences.

Manufacturer narrative:
Additionally, this was reported on the summary report dated october 31, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
Additional information received indicated that the plaintiff allegedly experienced emotional distress, vaginal lesion, cystocele, urinary tract infection, urinary retention and chronic back pain. Furthermore, it was reported that the plaintiff died. The cause of death reported was myocardial infarction.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.